Event description:
It was reported that during a procedure the laser displayed ¿check footswitch connection." The procedure was ¿completed with a different device." Patient outcome: no injury to patient reported.

Manufacturer narrative:
Describe event or problem: updated description. System analysis/service repair on march 24, 2017: the faulty footswitch was replaced and a laser preventative maintenance service performed. The faulty footswitch has not been returned for evaluation.

Event description:
The procedure was completed using an alternate procedure "turp".

Manufacturer narrative:
Service in the field was performed on march 24, 2017. The footswitch was received at the manufacturer on august 23, 2017. The footswitch was analyzed by the manufacture on august 31, 2017 and the evaluation noted: ¿the footswitch connector was opened and found that the violet cable was not connected the connector area¿. The returned footswitch was discarded was noted.